Manufacturer narrative:
Ortho-clinical diagnostics (ocd) quality assurance performed testing with the returned pt sample. Buffered gel cards were not available so only untreated cells were evaluated using the gel method. All k, c, and e positive cells reacted with the sample with exception of cells 5 and 6. The e+ treated cells ( cells 3 and 6) were tested using the tube method and reactivity was observed.